Manufacturer narrative:
Concomitant medical products: product ID: 8703w, =serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-aug-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml lioresal at 177.4mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury. It was reported that the catheter was unable to be aspirated. There were no signs or symptoms related to the issue. A new catheter was placed and the issue was resolved at the time of the report. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported.